Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of a cannula fell off during a retinal procedure. The surgeon searched the back of the eye but had difficulty seeing secondary to the vitreous hemorrhage. The surgeon is uncertain if the tip is still in the eye. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of tip fell off during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. (B)(4).